Manufacturer narrative:
The device has not been received to date. The customer stated the issue was resolved. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, unable to connect to olympus gx at port 80. There were no reports of patient harm associated with this event

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the connection issue and video connector socket damage could not be determined. Attempts at obtaining additional information about the event were made, but not successful. Olympus will continue to monitor field performance for this device.